Event description:
Device report from (B)(6) states a matrix cap was loose and pt was revised. During revision, the rod came loose and several implants had to be exchanged. This is the first of four reports for this event.

Manufacturer narrative:
Device history records were reviewed and no complaint related issues were found. The device is in the eval process, no conclusion has been drawn.